Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level ranged from 135-136 mg/dl. In addition, it was reported that the time was inaccurate on the pump. The cause was unknown. The customer corrected the time to resolve the issue.